Event description:
Pt was an (B)(6) male with a right internal carotid artery (ica) occlusion. Pt was initially administered intravenous tissue plasminogen activator (IV t-pa), but it was not effective. Then merci retriever was used for the removal of the clot. Th pt had an aorta with severe curvature and the physician had a hard time bringing up the merci balloon guide catheter (bgc, 8f x 95 cm) to the ica. When withdrawing bgc after procedure, the balloon would not deflate. The physician withdrew the bgc with the balloon still inflated and burst it at the introducer sheath intentionally. While the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed that the inflation lumen was occluded by a damage wrinkled outer shaft. The mfg records for 8f balloon guide catheter device, lot numbers, 35196, were reviewed and no anomalies were found that are related to this complaint.